Event description:
A 3.0 mm diameter x 9 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an lad lesion. The vessel morphology was not calcified and moderately tortuous with 99% stenosis. It is unk if the lesion was pre-dilated. It was reported that the endeavor sds was inserted; however, it was unable to cross the lesion and the shaft kinked. Attempts were made to re-straighten the shaft resulting in its detachment. The sds was successfully removed including the detached parts. The lesion was treated with a 3.0 mm x 8 mm stent by another MFR. The pt was reported to be fine. Medtronic has received the device and its analysis has been completed. There was blood residue on the device. The device was broken in two halves. The mx2 shaft break was at 28.9cm distal to the strain relief. There were chatter marks and the hypotube jacket was stretched just distal to the shaft break on the distal half. Both ends of the hypotube were oval in shape. The hypotube had broken in a second location at 9mm proximal to the detachment. The hypotube jacket was holding the hypotube together. The shaft was kinked at the second break site. The stent appeared intact and was located between the balloon pillows on the un-inflated balloon. The distal tip was severly damaged. The z-component was located on the dock/stop and the proximal end of the dock joint was damaged due to the z-component being advanced too far distally. The guide way immediately proximal to the dock joint was open and damaged. The target lesion was located in the moderately tortuous lad that exhibited 99% stenosis. Info received from the account confirmed that resistance was encountered attempting to cross the lesion and force was applied to the device. The mx2 shaft was kinked and attempts were made to re-straighten the shaft resulting in the detachment. Recreation studies show that kinking and subsequent re-straightening of the shaft can result in a shaft break, breakages can also occur if product is exposed to excessive bending force during delivery.

Manufacturer narrative:
Evaluation results: (forced passage when resistance encountered); (attempted to re-straighten kinked shaft). Evaluation codes, conclusion: (attempted to re-straighten kinked shaft); (moderately tortuous lesion with 99% stenosis).